Event description:
The hospital reported that during the end of an endoscopic saphenous vein harvesting procedure, the c-ring detached from the unit into the pt's leg. The piece was retrieved from the pt with a forcep. No additional patient complications were reported.